Manufacturer narrative:
In the physician's opinion, the lens injector was likely the cause of the iol damage. However, the lens injector was not returned for evaluation.

Event description:
It was reported that upon insertion of the crystalens iol into the patient's right eye using the ci-28b delivery device, the surgeon noticed that the lens was torn. Intervention was performed by enlarging the incision and removing the crystalens iol. Please reference MDR # 2031924-2011-00103.